Event description:
Procedure was transcatheter aortic valve replacement (tavr); at the end of procedure the physician attempted to pull the balloon back into the sheath, but it would not go back in, the sheath then became kinked at the end, and the patient was then unable to be perclosed, switched to another closure device. Hemostasis obtained. Manufacturer response for edwards commander delivery system, (brand not provided) (per site reporter). Just sent with representative today to investigate.